Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. This mitraclip was used in the tricuspid valve. Per the indication for use, the mitraclip system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation due to primary abnormality of the mitral apparatus [degenerative mr] in patients who have been determined to be at prohibitive risk for mitral valve surgery by a heart team, which includes a cardiac surgeon experienced in mitral valve surgery and a cardiologist experienced in mitral valve disease, and in whom existing comorbidities would not preclude the expected benefit from reduction of the mitral regurgitation. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) in this incident could not be determined. The user error (improper or incorrect procedure or method) was associated with the use of the mitraclip device on the tricuspid valve, which is considered an off-label use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Concomitant medical products: steerable guide catheter, implanted mitraclip (x3). The clip remains in the patient the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The mitraclip ntr implanted in the mitral valve referenced is filed under separate medwatch report.

Event description:
This report is filed for single leaflet device attachment in the tricuspid valve. It was reported that this was a mitraclip procedure treating mixed mitral regurgitation (mr) grade 4 and tricuspid regurgitation grade 4+. Three mitraclips were successfully implanted in the mitral valve without any device issues. The clips were implanted at the intended areas and were stable and well seated, however, there was no mr reduction. The mr remained grade 4. The mitral valve mean pressure gradient was 6-8mmhg. Three measurements were taken and the stenosis remained. No treatment was provided for the stenosis. The tricuspid valve was then treated. One mitraclip (cds0601-xtr, 81114u160) was successfully implanted. Post implantation, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment-slda). As treatment for the slda, another clip was successfully implanted. The tricuspid regurgitation was reduced from 4+ to grade 3. There was no adverse patient sequela and there was no clinically significant delay. No additional information provided regarding this issue.